Event description:
It was reported that the pump motor ¿quit working¿ abruptly one week after refill. The patient experienced severe withdrawal and severe pain in (B)(6) 2014. Per the healthcare provider (hcp), the pump had been stalled since early (B)(6) 2014 and was turned down to minimum rate pending replacement. The pump was replaced on (B)(6) 2014. Following the replacement the patient did not recover from pain. The device system delivered dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n173698007, implanted: (B)(6) 2009, product type: catheter. (B)(4).